Event description:
In 2002 - pt underwent a roux-en-y laparoscopic bariatric procedure. Two days later, pt went back to surgery for repair of leak. Pt's condition continued to worsen with increased blood sugars, acute respiratory failure and acute renal failure. In 8/2002 pt transferred to another facility for hemodialysis. As of 9/2002 pt remains in hospital on ventilator.